Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that post implant procedure, the atrial sensing threshold was observed to be low. The patient was monitored over the weekend and the physician elected to reposition the lead the following week. During the repositioning procedure, the lead was turning while attempting to deploy the helix. The lead was explanted and replaced. Heart tissue was observed to be stuck on the helix. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.